Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (200mg/dl) and used their insulin pen to correct blood glucose levels.